Event description:
It was reported that the customer fell and the touch screen became shattered and unreadable due to the damage. Customer's blood glucose was 117 mg/dl. Reportedly , customer reverted to a backup pump for insulin therapy and has manual injections available as well.